Event description:
It was reported that the patient experienced a power on reset (por) condition. It was noted that the por was "found immediately post -implant." It was noted that "it was suspected that the implantable neurostimulator (ins) was hit by cautery during the implant." It was noted that the device was interrogated with the clinician programmer and "this was done successfully." Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up reported the device did not have an error code but it was known the problem was from the cautery as the health care provider left the device inside the patient when they were enlarging the pocket. The power on reset (por) was cleared and no other problems were noted and the patient left the surgery center that day with a positive outcome.

Manufacturer narrative:
(B)(4).